Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted no anomalies and scratches were noted on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was later explanted and returned 1 year 6 months later with no additional information linking the explant to the previous reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular fibrillation (vf) arrest during a cardiac catheterization procedure. The vf signals were below the sensing floor and resulted in a delay in tachycardia therapy. Anti-tachycardia pacing (atp) therapy was delivered, however, was unsuccessful and shock therapy was delivered and was noted to have converted the rhythm, however, external shock therapy was also delivered. The cardiac catheter wire perforated the left ventricle. The patient was placed on a ventilator and was noted to be in stable condition. Programming changes were made to have shock therapy delivered sooner and the patient may undergo a ventricular tachycardia ablation procedure on a future date. No additional adverse patient effects were reported. This product remains implanted and in service.